Manufacturer narrative:
Information contained in this report was previously submitted through asr on 20/jan/2015.. Device labeling addresses: ¿potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy."

Event description:
Patient reported "seeing and feeling a air bubble on incision area" on right side. Healthcare professional has not confirmed. The device has been explanted. This medwatch is for the right side. See MFR # 9617229-2017-00312 for the left side.